Event description:
It was reported that a high capture threshold was noted. The physician attempted to reposition the lead but could not secure the helix in the issue. The lead was removed and replaced.

Manufacturer narrative:
All info provided by MFR, no medwatch form was rec'd. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.